Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci assisted surgical procedure, that universal surgical manipulator (usm) 4 did not read the instrument. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the reporter to try another instrument, another drape, clean the pins on usm 4, but problem persisted. The customer planned to complete the procedure, robotically, as expected, with three arms. There was no patient injury.